Event description:
Discordant, falsely low calcium_2 (ca_2) and alkaline phosphatase (alpamp) results were obtained on three patients on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and confirmed on an alternate instrument. The repeated results obtained on the alternate system were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant calcium_2 and alpamp results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. The cse aligned the reagent probe pipette 1 probe down position to the reaction tray. The cse replaced a dilution mixer rod and cleaned the dilution tray wash unit fluidic lines. The cause of the discordant ca_2 and alpamp results is unknown. The cse performed a total service and successfully ran a precision test on the instrument. The instrument is performing within specification. No further evaluation of the device is required.